Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall while the patient was with a caregiver, after which the family transitioned to backup therapy and later reconnected to the ilet with guidance, including a dry run and supply change with education on correct priming of both long and short tubing to avoid infusion issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported as stable at the time of support. Investigation included communication and interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and an infusion failure scenario associated with the motor component, with user technique noted regarding priming sequence and residual air in the line. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.